Manufacturer narrative:
(B)(4). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Multiple boluses were program and properly recorded in the daily history log. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensor feature and auto mode connection are working properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump received with normal operating currents. Unit received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, scratched keypad overlay, cracked case, cracked case, cracked battery tube threads, scratched around casing and cracked retainer.

Event description:
The customer was reported via phone call that, the customer received with insulin flow blocked alarm. The blood glucose was unknown at the time of the incident. Customer also reported low battery alarm. Customer stated that, the pump has cosmetic damage. Customer had just bolused before starting insulin pump. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.